Event description:
It was reported that the burr became stuck on the rotawire. The 90% stenosed mildly tortuous and severely calcified left anterior descending (lad) artery. A 1.50mm rotapro and a rotawire drive were selected for use in a percutaneous coronary intervention (pci). The rotapro was prepped and platformed at 180,000 rpm outside the patient, then advanced over the wire without resistance. The burr was stuck in the rotawire inside the patient. The wire would also come out when it was attempted to pull out the advancer. It was then attempted to pull out the entire wire, however, rotawire drive was kinked at about 15cm from the tip, and the advancer could not be removed from the wire. The rotapro and the rotawire were removed together as one unit from the patient. The procedure was completed with a different rotapro and rotawire devices. No patient complications were reported.